Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture upon first inflation at 10atm for 30 seconds. The device was removed from the patient's body without any problems. The procedure was completed with another of same device. No patient complications were reported.